Event description:
The user was traveling up an inclinde when the batteries drained. This activated the brakes. The user was unaware of this feature and did not follow recommended guidelines as outlined in the user's manual. The unit tipped backwards and the user sustained several broken ribs.